Event description:
The patient underwent a posterior repair on 11/30/2005. Post-operatively, the patient presented with some discharge. The physician noted a 3cm mesh exposure on the posterior wall of the vagina and prescribed estrogen therapy. The physician plans to return the patient to the operating room for resection of the mesh and reclosure.